Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the hose in the disinfectant tank have peeled off by deterioration from long time use, which was identified as black dots.

Manufacturer narrative:
The device was evaluated and reported on site by an olympus field service engineer (fse) during preventive maintenance. A replacement part was requested to resolve the issue. No other issues were found during the maintenance of the device. If additional information is provided a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that black dots were found in the tub during preventive maintenance on an endoscope reprocessor. No patient involvement or any injuries were reported. No additional information has been obtained.